Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'constant downstream occlusion ' was confirmed in the event history log (ehl) through multiple 'downstream occlusion!' Messages. The device was not evaluated for the reported 'constant downstream occlusion' allegation. The device is no longer in its received condition and the opportunity to evaluate for the reported allegation is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed upstream occlusion. The cause was identified to be an out of specification ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant downstream occlusion with no occlusion present. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.